Manufacturer narrative:
A visual assessment of the zero tip basket pouch was performed, and it was found out that the seal was compromised on the chevron of the pouch. The top part of the pouch, where the break/opening is, was found to be ruffled. There was evidence to indicate the seal was present since there was seal residue found on the mylar side of the pouch. Moreover, there were no breaks in the residue left on the mylar which indicates that the pouch was sealed. The seal that was broken is the seal provided by the supplier of the pouch which is located at the right side of chevron and right side of the pouch. The break measured approximately 22cm on the chevron. The evaluation revealed that the device pouch seal was compromised. Most likely, due to some aspect of handling the device during transit or storage, the pouch seal was broken. During manufacturing, the packaged devices are 100% inspected for integrity. Therefore, the most probable root cause for the complaint is handling damage. The device history record (DHR) review found that the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a zero tip basket was received on (B)(6) 2015. According to the complainant, when they received the device, they noticed that the packaging was already open. There was no procedure nor patient involved.

Event description:
It was reported to boston scientific corporation that a zero tip¿ basket was received on (B)(6) 2015. According to the complainant, when they received the device, they noticed that the packaging was already open. There was no procedure nor patient involved.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.